Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be determined. However, it is likely it was caused by a high-frequency instrument without sufficient distance from the distal end of the device. The event is detectable/preventable by handling the device in accordance with the following IFU: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope". The prevention method is described in the IFU operation manual ¿4.2 using endo-therapy accessories". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.